Event description:
It was reported the patient developed an infection. The leads were returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the inner insulation was breached metal ion oxidization. It was noted that all the conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking and all the insulation's were torn. (B)(4): the lead was returned in segments, analyzed and the inner insulation was breached metal ion oxidization. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner and outer insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breach cut and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.